Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a beckman coulter field service engineer (fse) and no parts were returned for failure analysis. Furthermore, no system repair activities have been identified by the customer. Therefore, the current state of the instrument is not known. The investigation was not able to confirm a device issue that could be associated with the reported event. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Beckman coulter received a report from the customer regarding the results of the ion selective electrode (ise) being incorrect. Additionally, the compressor did not work as well.